Event description:
Rn at (B)(6) used improper settings to treat my telangiectasia. My skin was blackened and I had blistering. I know the scarring is permanent at this point because I'm almost two years out.